Event description:
It was reported that when using the bd pyxis¿ medbank tower user reported that he has issue in logging into the cabinet/ however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the cabinet. A technical support specialist informed that the employee had been deactivated which need to be resolved from the pharmacy. The system functioned as intended after the technical support specialist investigated the issue.